Event description:
It was reported by the patient that the bi-ventricular implantable cardioverter defibrillator (ICD) was approaching recommended replacement time (rrt) earlier than expected. The patient also heard audible tones indicating unsuccessful wireless transmissions. The device remains in use and was reprogrammed to turn off wireless telemetry transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 553445, lead, implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned, but clinical data was analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.